Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test blood glucose meter communicates properly to the device noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 100 mg/dl before the low incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated that their doctor believes they are getting too much insulin, as they got a "near fatal" insulin dose. Troubleshooting was not completed but the pump passed a displacement test and the customer stated they went through an airport body scanner twice with the pump on. The customer stated they had not eaten or delivered a bolus during their flight before they went low. The insulin pump will be returned for analysis.